Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has error code message of data acquisition (da) pcba adc failed. It is unknown if the unit was in clinical at the time the reported issue was discovered but there was no harm to the patient or the user.

Manufacturer narrative:
Patient/user involvement: through follow-ups, customer indicated there was no patient involvement. Device evaluation: customer indicated the unit was repaired. Resolution and disposition: customer indicated that the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit was replaced to address the reported problem. Unit was returned back to service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.